Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after trauma surgery was performed on an unknown date, the patient experienced a fracture of the neck of the femur. This adverse event was solved with a revision surgery on (B)(6) 2022, removing the trigen low profile screw 5.0mm x 40mm. The patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after trauma surgery was performed on an unknown date, the patient experienced a fracture of the neck of the femur. This adverse event was solved with a revision surgery on (B)(6) 2022, removing the trigen low profile screw 5.0mm x 40mm. The patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. Therefore, a thorough medical investigation cannot be rendered nor can the clinical root cause of the reported failure be determined. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed that the risk of breakage or failure of the implant has been identified as a postoperative care. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.